Event description:
Caller's spouse who is not a diabetic received freestyle readings within 15 minutes of 107 mg/dl and 331 mg/dl. Caller had adjusted medication according to past readings. Customer did not require third party intervention for treatment.